Manufacturer narrative:
This report is being updated to provided corrected information. Corrected information is reported in b1 and h1. B1: there was no reportable device malfunction. H1: there was no reportable device malfunction. Upon further review, this is not a reportable device malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there is a shortage in the cable causing an intermittent image. The user's report of "seal broken and slipped out: was confirmed. The charged coupled device ccd lens is slipping out. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of a hd camera head, the device was found to be leaking around the seal on the center of the camera head. The seal was broken, and the charged coupled device (ccd) lens slipped out, it was retained and pushed back into place. There was no patient contact/impact related to this occurrence.